Event description:
It was reported by the pt's current psychiatrist that the previous physician had diagnosed the pt with left vocal cord paralysis previously. The current physician stated that the pt's vns is currently functioning normally and no trauma or manipulation was believed to have contributed to the paralysis. No interventions have been taken or planned. Pt is continuing therapy as scheduled by the physician.

Event description:
Attempts for additional information from both the current and previous physician have been unsuccessful to date. The previous physician indicated that the patient's primary care physician was the one who diagnosed the vocal cord paralysis; however, no information is known about that physician in order to pursue follow-up.